Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported by patient maude event report (mw5079005), that a patient underwent a novasure endometrial ablation due to "heavy and very painful periods." The patient reports that one year after the procedure she was having "horrible periods and cramps." A hysterectomy was performed on an unknown date.